Event description:
A report was received that the patient was not receiving stimulation in his legs and was experiencing painful stimulation in his back which was described as muscle spasm. The physician believed that the muscle spasm was device related. High impedances were noted on some contacts in one of the leads. The patient underwent a lead revision wherein the leads were replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.